Event description:
It was reported that the customer was going through batteries quickly. Customer was sent a battery cap, but it did not alleviate the issue. Customer's blood glucose level was 130 mg/dl. Customer stated that the he was driving and was unable to go through the alarm history. Customer reported that the battery did not last more than one week. Insulin pump will need to be replaced. No add'l info provided.

Manufacturer narrative:
Findings: pump was received with high idle current due to faulty lcd driver. No cosmetic damage noted.